Event description:
The technician alleged that the side rail was not locking. No patient impact.

Manufacturer narrative:
The technician replaced the side rail end tube and screws to resolve the issue.